Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and calcified proximal left anterior descending artery (lad). Following ivus a 3.00x32mm taxus express2 drug eluting stent (des) was advanced to the target lesion but failed to cross the lesion. The des was exchanged with a 2.75x20mm apex monorail balloon catheter. The balloon was advanced to the lesion for predilation and on the first inflation it ruptured at 10 atms after 5 seconds. The apex balloon was successfully removed from the pt and the procedure was completed with a different device. No pt complications were reported with the pt's current condition listed as "good". This product is only ous approved, but is similar to a marketed us device.

Manufacturer narrative:
As the unit has not been returned, a technical analysis could not be performed. A review of the mfg documentation shows that the device met its material, assembly and product specifications. The most probable root cause of this complaint can be attributed to operational context.